Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the c ring on the vasoview hemopro was stuck in the jaws of the device. The defect was noticed after the device was prepared for surgery. The hospital did not report any patient effects.

Manufacturer narrative:
Since the device is not available to be returned to us, a technicial evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. A lot history recorrd review could not be performed as the product lot number is unknown. (B)(4).